Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator delivered a shock but the software showed the shock was aborted. There was no negative patient impact.